Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indicated that the connection between the stylus and the circuit board requred reseating. The programmer was repaired and returned to service.

Event description:
It was reported that the programmer screen needed to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.